Event description:
It was reported that the customer's pump screen was unresponsive and would not turn on. There was no reported impact to the customer¿s blood glucose level. The customer was instructed to attempt various troubleshooting steps, but when the pump still did not activate, it was confirmed that it would be replaced by technical support. Customer reverted to multiple daily injections (mdi) for insulin therapy.